Event description:
Reported by the complainant as follows: a patient was treated with suture ligation re-bleed after the nursing staff reinserted the flexiseal into the patient's rectum about three weeks after patient had a surgical repair. Several attempts by convatec to get additional details from complainant have been unsuccessful. Since no additional clarifying information about this case can be obtained, it will be deemed serious as it required medical and surgical intervention required to prevent a life threatening out come. From a clinical perspective, a causal relationship between the device and this event is deemed possible because there is a temporal assocation between it and the rectal mucosa.

Manufacturer narrative:
Reported to the FDA on (B)(6), 2011. (B)(4).